Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the kink cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user's guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider".

Event description:
The customer's mother called to report her son activated a new port on (B)(6) 2013 at 8:48 am and his blood glucose was reading 202 mg/dl, his bg measured 216 mg/dl at 10:44 am, 176 mg/dl at 11:45 am, and 369 mg/dl at 1:06 pm, and 306 mg/dl at 2:27 pm with no boluses reported. Upon deactivation, she noticed a kink toward the end of the cannula. He was able to activate a new pod.